Event description:
Profound and permanent neurological injuries [nervous system disorder]. Pain [pain]. Muscle cramping [muscle spasms]. Tingling in hands and feet [paraesthesia]. Numbness in hands and feet [hypoaesthesia]. Loss of balance [balance disorder]. Difficulty walking [gait disturbance]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Lack of coordination [coordination abnormal]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that a (B)(6) female used fixodent denture adhesive, version unk cream beginning in 2003, after using super poligrip original beginning in 1987 through 2003, and reported the following: profound and permanent neurological injuries, pain, muscle cramping, tingling in hands and feet, numbness in hands and feet, loss of balance, difficulty walking, zinc toxicity, extensive nerve damage, lack of coordination, and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.